Manufacturer narrative:
The insulin pump was unable to prime due to a loose drive support disk.

Event description:
The customer reported an error alarm during the manual prime process. Advised the customer that the insulin pump would be replaced.